Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead had undefined impedance, and both sensing and pacing failure in bipolar configuration. An attempt to change the lead polarity to unipolar, resulted in unstable pacing and the patient experiencing twitching. The physician recommended lead replacement, however, the patient refused. The lead remains in use. No patient complications have been reported as a result of this event.